Event description:
Dealer stated that the left camber insert on a ta4 wheelchair is stripped out where it attaches to the camber tube. Dealer reported that the end user was sweeping his garage and fell out of the chair. User reported that he can feel his hip after the fall and is worried about it so he will be going to hospital to get x-rays.